Event description:
Caller reported a malfunction on the pump, marked by a malfunction code. There was no adverse impact to the customer's blood glucose level. Acknowledging multiple occurrences of this issue, the technical support team decided to replace the pump with one featuring updated software. The customer agreed to use their current pump while awaiting the replacement.